Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with chest pain and nausea. The right atrial (ra) lead was interrogated and determined to be undersensing during arrhythmias. The lead remains in use. No further patient complications have been reported as a result of this event.